Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified signs of use and the tabs/pegs of the impacts are fractured off. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The product is in transit to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference report: 0001822565-2021-01771.

Event description:
During the inspection of the loaner kit in the warehouse, it has been detected that both lots were fractured. No patient involved. No surgery occurred. Attempts have been made, but there is no additional information at this time.